Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, cs300 intra-aortic balloon pump (iabp) display on the monitor was flashing. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Due to character restriction in block e1 e1 event site telephone is (B)(6). Corrected field : e1 ( event site telephone). Updated fields: b4, d9,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,) h11. Failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0012-00-1747 with a reported unit failure of the display flashing. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. A getinge field service engineer able to reproduce the failure. Fse replaced cable video receiver to lcd (d012-00-1747). Functional check according factory specifications. Return machine to customer for clinical use.